Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 62 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump was returned for analysis.